Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was noted; the most distal stent strut row was damaged. The crimped stent od (outer diameter) of the remaining undamaged stent was measured and the result was within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on march 29, 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, eccentric target lesion containing a lesion bend of between >45 and <90 degree target lesion was located in the severely tortuous and moderately calcified diagonal branch segment. A 3.00x20mm (B)(6) ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.